Event description:
This ra lead was implanted on (B)(6) 2009. A call to technical services on 10/10/2011 states that they want to program unipolar on the lead due to a lead issue. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).